Manufacturer narrative:
Correction to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the marionette lines, perioral area, left side fine lines, and cheek area with 1 ml of juvéderm® ultra and 2 ml of juvéderm® vollure¿ xc. At the two-week follow-up, the patient had a ¿bit of swelling¿ on the left side. The following week, the patient reported more ¿significant swelling¿ on the left side in the lower cheek area with ¿discomfort (but not pain)¿ and a ¿bit of redness and heat¿ to the area. The patient was prescribed a medrol dosepak, claritin, and benadryl. Event is ongoing. This file captures the juvéderm® ultra. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the juvéderm® ultra.